Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: based on the photographic evidence of the subject device firing of an ecr60b cartridge, there are no staples visible. The photographs do not provide evidence relative to what may have caused the issue. The hands-on analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure the surgeon fired the device for the third firing with a blue reload and continued with the fourth firing with another blue reload to complete that portion of the procedure. The surgeon observed the staple lines and found that the third staple line had no staples on the patient side of the third firing. They used suture and over sewed that area of the staple line. There was no patient consequence reported. They did not use buttressing during the procedure. There was no issue removing the device after each firing and no unusual noises reported. No other information was available at this time.